Event description:
Additional information received again reported that the catheter was replaced because it was ¿old¿, and that this was not a complaint.

Event description:
It was reported that while performing a catheter revision, the pump was temporary explanted and lying on a sterile table. Upon going to re-implant the pump, the pump was found to be ¿lying in fluid", thus a new pump was implanted based on the assumption that the pump was "leaking". There were no patient symptoms reported related to the leaking pump. The pump device was used to deliver compounded baclofen. It was later reported that the catheter being ¿old¿ and the patient having a loss of effective therapy was what initiated the catheter revision, at which time they found the pump leak. Following the implant of new catheter and pump, the patient had a good outcome.

Manufacturer narrative:
(B)(4).